Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity c magnesium (mg) result for one patient sample. The following data was provided (reference range: 0.70 - 1.00 mmol/l): sid (B)(6): initial mg result = 2.87 mmol/l; repeat result = 0.76 mmol/l; on second instrument result = 0.80 mmol/l the repeat result was reported as the correct result. There was no impact to patient management reported.

Event description:
The customer reported a falsely elevated alinity c magnesium (mg) result for one patient sample. The following data was provided (reference range: 0.70 - 1.00 mmol/l): sid (B)(6): initial mg result = 2.87 mmol/l; repeat result = 0.76 mmol/l; on second instrument result = 0.80 mmol/l. The repeat result was reported as the correct result. There was no impact to patient management reported.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), and found r2 alnty c-series reagent ((B)(6)) probe and alnty c rgt pr tb ((B)(6)) were dirty and misaligned at the wash cup. The fse resolved the issue by replacing the alnty c-series reagent ((B)(6)) and the alnty c rgt pr tb ((B)(6)). No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data did not identify any related trends for the alnty c-series reagent, the alnty c rgt pr tb, or the alinity c processing module. A review of the device history record was performed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alnty c-series reagent, alnty c rgt pr tb, and the alinity c processing module, serial number (B)(6).